Event description:
Two locking reconstruction plates, screws and bone graft were implanted approximately 7 years ago for a fracture of the left mandible and osteomyelitis of the right mandible. The right plate broke post-op 2 years ago and patient chose not to be revised at that time. The left plate remained intact. During recent removal of fractured right plate and screws, screws were completely integrated in the bone and plate had to be cut in segments for removal. At revision, surgeon harvested bone graft from patient's right rib and planned placement of another plate over the right mandibular defect for reconstruction.

Manufacturer narrative:
Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.